Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that catalys femtosecond laser was completed on the left eye without issue. However, during the cataract extraction surgery in the operating room, a fragmented piece of the nucleus fell in the posterior bag. The incision was enlarged, and a partial vitrectomy was performed. An intraocular lens (iol) was successfully implanted in the sulcus.